Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient reported that he experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced dizziness and presyncope. The estimated glucose value (egv) was low and the bg was 490 mg/dl. The patient called emergency medical services (ems) without self-treating. The patient was treated with intravenous (IV) fluid. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. The patient was reportedly fine and well at the time of the call. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.